Event description:
It was reported that an ilet user experienced repeated alert 38 indicating consecutive stalled motor events despite multiple restarts, supply changes, and a successful dry run, and a replacement device was arranged with instruction to use backup therapy until receipt. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included interruption of insulin delivery and the need to transition to alternative therapy. Investigation included complaint assessment, device history review, and request for device return and analysis. Investigation of this case revealed a suspected motor stall within the insulin delivery mechanism consistent with a pump motor or drive train malfunction. It was concluded that the event was device related due to a suspected mechanical stall affecting insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.